Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.2. Smartphone hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used, indicating a needle mechanism failure. The pod was not worn. No treatment and no impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure complaint and generated 0x22 hazard alarm. No timeouts or drive stalls were observed. The pod generated an 0x22 hazard alarm indicating main is in critical hazard alarm. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure complaint and generated 0x22 hazard alarm could not be determined.